Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. The health care professional (hcp) had stated that 1.5 years of battery remaining was lost in 3 months and requested data analysis. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns for premature battery depletion (pbd) for this pacemaker device. The health care professional (hcp) had stated that 1.5 years of battery remaining was lost in 3 months and requested data analysis. This device remains in service. No adverse patient effects were reported. Additional information received indicated that data analysis was performed and confirmed that there was no evidence on premature battery depletion (pbd). The power consumption was stable and within expectations based on programming and therapy delivery. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: this event is no longer reportable since it was confirmed in data analysis that this device was depleting normally and no evidence of premature battery depletion (pbd). Please disregard report # 2124215-2024-81452.